Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of the event was reported as due to very low output issue. It was reported that the patient was not hospitalized for the event. The patient was treated with ceftazidime injection (1 gram, discontinued, route and frequency were not reported) and vancomycin injection (1 gram, discontinued, route and frequency were not reported) and heparin injection (1 ml, discontinued, route and frequency was not reported) for the event. At the time of this report, the patient has recovered from the event. It was reported that pd therapy was discontinued and the patient was transferred to hemodialysis (three times a week). Recatheterization was planned after one month. No additional information is available.